Event description:
It is reported that a customer experienced high blood glucose of 419 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with preforming a bolus over the phone. The customer stated that they never received a no delivery alarm from their pump and does not know why. The customer also has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The customer was informed that their pump could be replaced but the customer declined for the time being. The customer will call back if they had changed their mind. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.